Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was removed at the patient's request. It is unknown why the patient requested for the system to be removed. The hospital retained the devices. Should additional information be received, this file will be updated.